Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was not interrogatable. Therefore the ICD was opened in a next step and the inner assembly inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. Possible clinical complications that might lead to an external short circuit include -but are not limited to- a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. In summary, the ICD was damaged due to a shock delivery into an external short circuit outside of the ICD. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 61 months, it was reported that the device could not be interrogated. The ICD was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.